Event description:
It was reported that a small volume folfusor overinfused. According to the report, the expected infusion time was set to 46 hours; the pump was empty after 24 hours. The solution being infused was fluorouracil hs 4600 mg in 0.9% sodium chloride bp. As a result, the patient experienced diarrhea; however there was no medical intervention required for the diarrhea. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured from august 09, 2014 ¿ august 10, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.